Manufacturer narrative:
Initial.

Event description:
It was reported that the patient lost the ilet device at home about three weeks prior and has since used subcutaneous insulin via pen, during which blood glucose reached a high of 600 mg/dl; no device component issue was identified, and available details were insufficient to characterize a specific device problem. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed no findings available and insufficient information to determine a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established.